Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 4 months ago. It was reported that a recent CT demonstrated that there may be infolding of the stent graft in the first four cm of the stent graft. The stent graft is infolded touching the opposite wall resulting in a type I endoleak. The cause of the infolding is unk. The physician used a balloon in an attempt to resolve the type I endoleak, however, the endoleak did not resolve. Therefore, the physician placed a palmaz stent and the endoleak was resolved. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Secondary infolding - infolding. Evaluation:, results: stent graft infolding.